Event description:
The pt experienced a loss of effect. The lead impedance measurements were very high. The pt's total device system was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be set when analysis is completed.